Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited over sensing of noise and an increase in thresholds. The device was reprogrammed and the patient would be monitored.